Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device jammed after the fifth staple was fired. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, yes(1); staples in the track, yes(5) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon the inquiry info rec'd, visual examination and functional test, no conclusion could be reached as to how the reported "device jammed after the fifth staple" during surgery occurred. The instrument was rec'd in good condition, examined, found to be functional, cycled and fired the remaining 6 staples well formed. No deformity could be identified during testing.